Event description:
The recipient reportedly experienced a cephalic scalp infection in (B)(6) 2022. The recipient is being given anti infection drugs. Additionally, the recipient is presenting with edema in the cephalic scalp and drainage is poor. A debridement surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent a debridement procedure on (B)(6) 2022. The infection and edema have reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly still healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use. The root cause cannot be determined as it could involve: recipient anatomy/ hygiene, cochlear environment, surgical technique, trauma to the recipient, etc.. Advanced bionics cannot obtain anymore information due to patient privacy laws. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.